Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date (B)(6) 2014, inratio inr 2.2, laboratory inr 3.2; date (B)(6) 2014, inratio inr 2.2, laboratory inr 3.1. The time between testing was 3-5 minutes. Therapeutic range 3.0 - 3.5 for the pt. No adverse event reported. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.